Manufacturer narrative:
This event has been deemed a non reportable event based on the following investigation results: a visual examination revealed no visible damage on the working length of the device with respect to kinks, bends and splits/tears. The tip of the device was observed under magnification and no damage was observed with respect to tears/splits. The blue paint marking on the tip was slightly flaked off. A 0.035" guidewire was inserted through the working length of the catheter and was found to exit the tip with no issues. The condition of the returned unit was consistent with the complaint incident that catheter tip was damaged (blue paint at tip flaked off). During manufacturing, tome devices are 100% inspected for tip integrity so the flaked paint at the tip likely occurred due to procedural/anatomical factors encountered during the procedure. The most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx pre-curved ercp cannula was used during a drainage procedure performed on (B)(6), 2010. According to the complainant, while in view using the endoscope, it was observed that the tip of the cannula was scraped. No part of the cannula fell into the patient. The procedure was completed with another rx pre-curved ercp cannula . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an rx pre-curved ercp cannula was used during a drainage procedure performed on (B)(6), 2010. According to the complainant, while in view using the endoscope, it was observed that the tip of the cannula was scraped. No part of the cannula fell into the patient. The procedure was completed with another rx pre-curved ercp cannula . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): (tip of the cannula was damaged). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.